Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of the patient's data found a non-sustained episode with noise on the right ventricular (rv) channel that was oversensed and led to pacing inhibition with asystole just greater than four seconds. It was noted that they did not believe the patient was having a procedure at the time of the noise. Boston scientific technical services (ts) was consulted and discussed that the right atrial (ra) lead is currently programmed on along with ra daily measurements, since there is not a ra lead implanted in the cardiac resynchronization therapy defibrillator (crt-d), so it should be programmed off. Ts also noted that the respiratory rate trend was programmed on and suggested programming it off to rule out any interaction. Ts further suggested seeing if they could determine a source of electromagnetic interference (emi) and to perform troubleshooting to reproduce the noise. The field representative discussed this with the clinic who noted that no further episodes were stored, thus they would make the recommended programming changes. The crt-d and rv lead remain in service and no adverse patient effects were reported. Additional information was received that there were two additional events that appeared similar to the previous event. The first one showed a four second pause with slow intrinsic escape coming in around the three second mark. The second one showed a five second pause with no intrinsic escape. Ts was again contacted and discussed possible myopotential oversensing and to rule out emi since the events occurred during the day at certain times. Ts further suggested bringing the patient into the office for evaluate and attempt to recreate noise. The rv impedance measurements have been stable over the last year, however rv sensitivity has been variable from 3 mv to greater than 25 mv. Over the last three months amplitudes have been smaller on the rv and lv. The patient was brought in for testing where a source of emi was unable to be determined. Ts discussed possible diaphragmatic oversensing due to the integrated lead and suggested further testing and programming options. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of the patient's data found a non-sustained episode with noise on the right ventricular (rv) channel that was oversensed and led to pacing inhibition with asystole just greater than four seconds. It was noted that they did not believe the patient was having a procedure at the time of the noise. Boston scientific technical services (ts) was consulted and discussed that the right atrial (ra) lead is currently programmed on along with ra daily measurements, since there is not a ra lead implanted in the cardiac resynchronization therapy defibrillator (crt-d), so it should be programmed off. Ts also noted that the respiratory rate trend was programmed on and suggested programming it off to rule out any interaction. Ts further suggested seeing if they could determine a source of electromagnetic interference (emi) and to perform troubleshooting to reproduce the noise. The field representative discussed this with the clinic who noted that no further episodes were stored, thus they would make the recommended programming changes. The crt-d and rv lead remain in service and no adverse patient effects were reported. Additional information was received that there were two additional events that appeared similar to the previous event. The first one showed a four second pause with slow intrinsic escape coming in around the three second mark. The second one showed a five second pause with no intrinsic escape. Ts was again contacted and discussed possible myopotential oversensing and to rule out emi since the events occurred during the day at certain times. Ts further suggested bringing the patient into the office for evaluate and attempt to recreate noise. The rv impedance measurements have been stable over the last year, however rv sensitivity has been variable from 3 mv to greater than 25 mv. Over the last three months amplitudes have been smaller on the rv and lv. The patient was brought in for testing where a source of emi was unable to be determined. Ts discussed possible diaphragmatic oversensing due to the integrated lead and suggested further testing and programming options. The crt-d and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the noise has continued leading to three and a half seconds of pacing inhibition. Technical services (ts) review was requested an discussed that this appears to be diaphragmatic noise. It was noted that the sensitivity had been reprogrammed previously. Ts discussed additional troubleshooting options and to consider a revision procedure. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of the patient's data found a non-sustained episode with noise on the right ventricular (rv) channel that was oversensed and led to pacing inhibition with asystole just greater than four seconds. It was noted that they did not believe the patient was having a procedure at the time of the noise. Boston scientific technical services (ts) was consulted and discussed that the right atrial (ra) lead is currently programmed on along with ra daily measurements, since there is not a ra lead implanted in the cardiac resynchronization therapy defibrillator (crt-d), so it should be programmed off. Ts also noted that the respiratory rate trend was programmed on and suggested programming it off to rule out any interaction. Ts further suggested seeing if they could determine a source of electromagnetic interference (emi) and to perform troubleshooting to reproduce the noise. The field representative discussed this with the clinic who noted that no further episodes were stored, thus they would make the recommended programming changes. The crt-d and rv lead remain in service and no adverse patient effects were reported. Additional information was received that there were two additional events that appeared similar to the previous event. The first one showed a four second pause with slow intrinsic escape coming in around the three second mark. The second one showed a five second pause with no intrinsic escape. Ts was again contacted and discussed possible myopotential oversensing and to rule out emi since the events occurred during the day at certain times. Ts further suggested bringing the patient into the office for evaluate and attempt to recreate noise. The rv impedance measurements have been stable over the last year, however rv sensitivity has been variable from 3 mv to greater than 25 mv. Over the last three months amplitudes have been smaller on the rv and lv. The patient was brought in for testing where a source of emi was unable to be determined. Ts discussed possible diaphragmatic oversensing due to the integrated lead and suggested further testing and programming options. The crt-d and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the noise has continued leading to three and a half seconds of pacing inhibition. Technical services (ts) review was requested an discussed that this appears to be diaphragmatic noise. It was noted that the sensitivity had been reprogrammed previously. Ts discussed additional troubleshooting options and to consider a revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the patient's data found a non-sustained episode with noise on the right ventricular (rv) channel that was oversensed and led to pacing inhibition with asystole just greater than four seconds. It was noted that they did not believe the patient was having a procedure at the time of the noise. Boston scientific technical services (ts) was consulted and discussed that the right atrial (ra) lead is currently programmed on along with ra daily measurements, since there is not a ra lead implanted in the cardiac resynchronization therapy defibrillator (crt-d), so it should be programmed off. Ts also noted that the respiratory rate trend was programmed on and suggested programming it off to rule out any interaction. Ts further suggested seeing if they could determine a source of electromagnetic interference (emi) and to perform troubleshooting to reproduce the noise. The field representative discussed this with the clinic who noted that no further episodes were stored, thus they would make the recommended programming changes. The crt-d and rv lead remain in service and no adverse patient effects were reported.